Event description:
The complainant reported that during a therapeutic ercp with lithotripsy the cable attached to the handle broke. This occurred as a stone was attempting to be crushed inside of the basket. The physician used a biopsy forceps to remove the stone from the basket in order for the empty basket to be withdrawn from the pt. The procedure was not completed. There were no reported adverse affects to the pt.

Manufacturer narrative:
The device has been received by this manufacturer. An evaluation has not yet been performed, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event at this time. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.